Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of button, water tightness is lost, and due to poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that prior to an unspecified procedure, the subject device had a loose contact and the color was not ok. There were no reports of patient harm.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that prior to an unspecified procedure, the subject device had a loose contact and the color was not ok. There were no reports of patient harm.